Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side deflation and "pain." Device has been explanted.

Event description:
Patient reported left side deflation and "pain." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, white particles on the surface of the shell. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage.based on the device analysis the final assessment is no issues found related with the manufacturing process. No openings or issues related to deflation device were observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation and "pain." Device has been explanted.